Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as a blister that burst with the area being red, swollen, and painful. The patient saw their doctor and was prescribed a cortisone based salve and ended use of the lifevest. The patient was diagnosed with an allergic reaction. The patient's medical outcome is unknown.